Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 500 mg/dl. Customer took a bolus and blood glucose went down to 337 mg/dl. Customer was admitted to hospital for high blood glucose and bronchitis. Customer's blood glucose at time of admission was 600 mg/dl. Customer was advised that her blood glucose could have been affected by her undiagnosed bronchial infection and her use of otc medication.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.